Event description:
The user facility reported a 44-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a controller error appeared on the aic (automated impella controller) during impella cp support. The aic was swapped as a result of the noted issue, but the device failed to shutdown after the pump was disconnected. There was no patient harm resulting from the failure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. D9 device return date has been added. Updated h3 to device evaluation anticipated. H6 type of investigation code added.